Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer stated they had been on an airplane earlier that day and that the battery may have been low. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would use manual injections as alternate insulin therapy.